Event description:
Through routine follow-up, the surgeon identified a persistent type ii endoleak along with continued aneurysm growth. The physician also indicated that one graft limb had occluded. An explant was performed with successful resolution of the leak and the limb occlusion in 2004. This will be conservatively filed because although, a type ii endoleak is not considered to be related to the device, the endograft was explanted.